Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced injuries (specifics unknown). The physician has been contacted; all other information, including the patient's current condition, is unknown and unavailable.